Event description:
The device was replaced due to high ventricular lead impedance and ventricular threshold that did not match intra-operative psa measurements, on (B)(6) 2015.

Event description:
The device was replaced due to high ventricular lead impedance and ventricular threshold that did not match intra-operative psa measurements, on (B)(6) 2015.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The device was replaced due to high ventricular lead impedance and ventricular threshold that did not match intra-operative psa measurements, on (B)(6) 2015.

Manufacturer narrative:
Preliminary analysis did not reveal any irregularities. The device model involved in this MDR report is not approved in the u.s.; however it s similar to reply model (approved in the u.s.).

Event description:
The device was replaced due to high ventricular lead impedance and ventricular threshold that did not match intra-operative psa measurements, on (B)(6) 2015.